Event description:
It was reported that a patient had her stimulation system removed on (B)(6) 2013. It was stated that "several months before the wire separated and it poked through her skin". The cause of this was unknown. It was noted that the patient no longer needed her implant or pain medication for five years.

Event description:
Additional information received reported the cause of the event was breakage of the extension. It was noted the implantable neurostimulator (ins), lead, and extension was explanted. The reporter stated the portion of the lead extension had fractured at the connection point to the lead and was coiled in the patient¿s flank. It was noted the patient¿s device had not been used for years since the patient¿s symptoms had resolved. It was further noted the patient reported the wire was poking out and inflamed intermittently, but there was no evidence of this when the patient saw their healthcare professional prior to explant. It was noted the patient had inflammation of the skin. It was further noted there was no patient hospitalization and the patient outcome was recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0405973v, implanted: (B)(6) 2004, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. (B)(4).